Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1820601) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) implant was stuck to the tamp tube and came out when removing the tamp tube. There was no reported patient injury. The device will be return for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the 5f mynxgrip vascular closure device (vcd) implant was stuck to the tamp tube and came out when removing the tamp tube. There was no reported patient injury. The vessel type was the femoral artery. The vessel level of tortuosity was none. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was just above the bifurcation. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged or visible. The user shuttled down completely. The device was removed from the package per protocol. The shuttle handle was not displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep nor while removing the device from package or during deployment. There was no part of the device separated. The device did not separate inside the patient. Hemostasis was achieved with manual compression protocol. The patient's hospitalization was not extended as a result of the event. The patient has a normal recovery. The device was not returned for analysis. A device history record (DHR) review of lot f1820601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue reported could not be determined. Based on the limited information available for review, handling factors (such as over-tamping) may have contributed to the sealant stuck to the advancer tube after removal. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the DHR, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.